Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated after thanksgiving dinner she went unconscious and woke up in an ambulance. Her caregiver called 911 and the patient was transported to the hospital. The patient stated that the doctor provided her glucagon and a sandwich. The patient was discharged 6 hours later and went home. Additionally, the patient stated the cgm had been reading 59 mg/dl when her blood sugar was at 21 mg/dl. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.